Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested further information was not provided.

Event description:
It was reported that a pca 8120 device is automatically detecting syringe sizes incorrectly. There was no reported patient impact. Although requested further information was not provided.